Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter indicated that the up and down arrows were intermittently responding to presses and sometimes required as many as 3-4 presses to respond. The reporter confirmed no noted damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings:a visual inspection of the keypad showed no signs of damage. All the keypad buttons were properly responsive during testing. The keypad cover was opened and evidence of contamination was found under the up arrow, down arrow, and contrast key contacts.